Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/05/2025, it was reported that the user dropped their ilet device from the belt clip. The screen cracked and became unresponsive, leaving the device nonfunctional. The user was unable to operate the ilet and required backup therapy. A replacement device was issued. No blood glucose impact or injuries were reported.